Event description:
A customer reported a complaint of imprecise sequential readings on his freestyle blood glucose meter. Customer obtained readings of hi, hi, and 138mg/dl within a ten minutes timefarme."hi" indicate a blood glucose readings greater than 500mg/dl. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the "c" zone which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is currently under investigation; a follow up report will be submitted when investigation is complete. Investigation in process